Event description:
Our ed discovered a visibly contaminated primary plum set (list # 14687-28, clave port, clave y-site, secure lock, 103 inch, IV set, lot # 146-254-46 with an exp date of 10-1-2028) - this set had been spiked to a zosyn bag but was caught prior to patient use. All hospital units were immediately notified and instructed to remove any sets that match this lot #/exp date. Out of the 69 additional primary contaminated sets collected, 53 had visible contamination in the drip champ. Much of this contamination would be incredibly difficult to detect without ample lighting and extensive observation. Pt: 4582. Device: 2895. Reference reports: mw5189269, mw5189270, mw5189271, mw5189272, mw5189273, mw5189274, mw5189275, mw5189276, mw5189277, mw5189278, mw5189279, mw5189280, mw5189281, mw5189282, mw5189283, mw5189284, mw5189285, mw5189286, mw5189287, mw5189288, mw5189289, mw5189290, mw5189291, mw5189292, mw5189293, mw5189294, mw5189295, mw5189296, mw5189297, mw5189298, mw5189299, mw5189300, mw5189301, mw5189302, mw5189303, mw5189304, mw5189305, mw5189306, mw5189307, mw5189308, mw5189309, mw5189310, mw5189311, mw5189312, mw5189313, mw5189314, mw5189315, mw5189316, mw5189317, mw5189318, mw5189319, mw5189321.